Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 39565-65 serial# (B)(4) implanted: (B)(6)2017 product type lead product ID 39565-30 serial# (B)(4) implanted: (B)(6)2008 explanted: (B)(6)2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient is on her 4th stimulator now. The new stimulation system that was put in ¿was a mess¿ and ¿didn¿t work right.¿ four days was the max that she could keep it charged. The patient felt electrical pulses, and that when she walked down a hall, she would go ¿smack into the wall.¿ the patient stated that it was ¿insane¿ and that they had to turn off the device. It felt like something was beating her up inside. They never got the same stimulation with the new device compared with the device that they got in 2008. A nurse had told the patient that her battery didn¿t work because they ¿cracked the leads¿ when they took the battery. The patient met with a manufacturer representative to check the device and they found nothing wrong with it. The patient saw a second manufacturer representative who also found nothing wrong with it. The third meeting with a manufacturer representative ¿found some new things¿ and that something was wrong. The patient stated that the manufacturer representative found that ¿some things are not firing, and some things are firing too strong.¿ after the meeting with the manufacturer representative, the patient got a new device (manufacturer¿s records indicate a lead replacement). A day after surgery, a manufacturer representative came and turned the device on and found that it was ¿not in there right.¿ she has ¿three strips or prongs¿ that are placed near the spine and that the one that is supposed to be located at the middle of the spine is laying on the right side. The manufacturer representative did a ¿work around¿ so that she could get coverage. The patient¿s device is hard to program since her pain is different. When the patient met with one manufacturer representative, they told her how she can adjust the strength throughout the body. The patient stated that she feels more strength in her ¿leg part¿ than in her lower back, and that she needs it in her lower back and hip area. She needs it adjusted to help with those areas. The patient has a different pain on the right side of her body than on the left. If she is on her leg, her left goes ¿straight to the sky.¿ if she is sitting, her right goes ¿straight to the sky.¿ there are different kinds of pain on each side of her body and she cannot have just one program. The patient is working to coordinate an appointment with her health care provider and a manufacturer representative for them to adjust the stimulation. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported on (B)(6) 2017 that the health care professional (hcp) was reporting high impedance on the #12 contact which was not being used for therapy. There were no known environmental factors and no diagnostics or troubleshooting steps had yet been taken. The patient weight and medical history were asked but would not be made available. The patient was alive with no injury and no surgical intervention were planned or performed at the time of the report. Additional information reported that the current implantable neurostimulator (ins) was implanted on (B)(6) 2017 and the previous ind was implanted on (B)(6) 2008. Prior to implant the ins was charged to full. Per the caller, the patient was claiming that the ins battery had dropped to empty. The manufacturer representative stated that they confirmed it was the ins battery not the patient programmer battery that was empty. Estimated longevity was performed with the following programming: 4+, 9+, 14+, 10-, 15-, with 240 pulse width, 40 hertz, and 3.8v. The therapy impedance was unknown.at 500 ohms the ins battery would last 24 days and with 300 ohms the ins battery about last 17 days. Per the manufacturer representative they had instructed the patient to not charge the implant until the patient received clearance from the health care professional (hcp). Additional information was received on 2017-05-11 reporting that the ins was charging too often. The previous ins was charging once a week and now the new ins was depleting quicker. The ins was at 100% last (B)(6) on the replacement date and then went to 0% in 2 days. The patient charged to 50% last thursday and within 6 hours the ins was at 25%. The patient was previously reprogrammed. The new programming with the new ins was reported to be 2.4v with 240 microseconds, 115 hertz, therapy impedance of 261 ohms, with 24 hours 7 days a week use for about 12 days. Recharging statistics showed that the patient had been charging for 0.9 hours with an interval of 2.6 days with typical coupling of 6 bars. On (B)(6) 2017 in .5 hours the ins was at 100%, on (B)(6) 2017 after 1.8 hours it was at 50%, and on (B)(6) 2017 after 0.9 hours it was at 50%. Contact 12 showed >10,000 ohms against all other contacts. There were no patient symptoms reported. Additional information indicated that the patient would be seen on (B)(6) 2017. It was mentioned that contact #12 was an open circuit. No further complications were reported.

Event description:
Additional information was received on (B)(6) 2017 from the manufacturer representative reporting that no actions were taken to resolve the open circuit and high impedances on 12. The implantable neurostimulator (ins) was reprogrammed and was now not depleting faster. This was confirmed with the health care professional (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that an impedance check found electrode 12 at greater than 12000 ohms and electrode 15 at 5921 ohms. Longevity calculations show a 17.01 days bol and 14.42 days eol for recharge interval. Recharge statistics showed that on (B)(6) it was charged .5 hours to 100%, on (B)(6) it was charged 1.8 hours to 50%, on (B)(6) it was charged 4 hours to 100% and on (B)(6) it was charged 3.4 hours to 100%. It was determined based on this information that the device was lasting longer than the reported charging every 2-4 days. Further impedance testing with the patient laying down at 1.5v found electrode 12 greater than 20000 ohms and electrode 15 was okay, however, when 15 was used as the reference electrode 8 and 12 were greater than 20000 ohms. It was noted that the patient had a shocking sensation at the pocket site a few days after implant, but only once. The use of electrodes 9 and 10 caused discomfort causing the patient to ¿jump¿. The change in therapy or symptoms was considered sudden.

Event description:
Additional information was received reporting that the patient's battery was charging properly and holding a charge. It was also reported that their was no determination on the high impedances on contact 12. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient stated that their in was recently implanted and within two days their ins battery was completely drained. After reprogramming, they were able to successfully keep a charge for longer. There were no patient symptoms reported and no complications reported.